Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This patient ended up having cup positioning of 59 deg abduction and 44 deg antiversion. Here are the screen shots. As you can see the actual position from the rio is 39/29. Tha case . Logs in the complaints folder: complaints\wi 355 1.30.18 illgen.

Manufacturer narrative:
Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 111 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 13 other reported events (pr1044925, 1219418, 1233394, 1260347, 1260393, 1260426, 1260427, 1260480, 1325106, 1354370, 1600374, 1632449 and 1727171). Conclusion: based on the analysis, there is a rotational error from pelvic registration due to the inaccurate pick of the anterior and posterior landmarks, which cause the cup orientation issue during cup impaction. The post-op x-ray analysis also confirmed the discrepancy between what system reported and the actual results.

Event description:
This patient ended up having cup positioning of 59 deg abduction and 44 deg antiversion. Here are the screen shots. As you can see the actual position from the rio is 39/29. Tha case . Logs in the complaints folder: complaints: (B)(4).